Manufacturer narrative:
Inital evaluation of the device indicates the device motor was not turning. Motor is completely seized so temperature test cannot be performed. All bearings, seals, washer, spacer and other parts which are found rusted or damaged during repair will also be replaced. The analysis and repair are incomplete at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device was overheating. There was no patient impact.

Manufacturer narrative:
The handpiece was cleaned and sterilized. The post temperature results were as follows, rear 94.6 f, middle 95.5 f, nose 100.9 f. The device was successfully tested to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device was overheating. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.